Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Should the device be returned at a later date, the investigation will be reopened.

Event description:
On november 29, 2023, a merit employee conducted a cer literature search for the aero stent product family. The study (see citation below) alleges that the stents have caused bleeding/hemorrhage and bronchial tearing. Study: biswas a, jantz ma, fernandez-bussy s, flanagan m, mehta hj. Repositioning of migrated self-expanding metallic tracheobronchial stent: predictors of a successful maneuver and its impact on survival. J thorac dis. May 2020;12(5):1866-1876. Doi:10.21037/jtd-20-608.